Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. The device passed functional test including the displacement, rewind, basic occlusion, prime and excessive no delivery tests. A cracked case, cracked reservoir tube, cracked reservoir tube lip and scatched lcd window was also noted.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer had a heart attack. The insulin pump alarms button error. Customer having problems with keypad sticking. The blood glucose reading is 146 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.